Manufacturer narrative:
Investigation: the returned red blood cell product was tested for residual white blood cells. The white blood cell count in the returned product as determined by the terumo bct lab was 80.36x10^6, confirming the customer's report of an elevated wbc count. A possible explanation for the discrepancy in the number of white blood cells counted by the customer and by terumo bct is that some portion of the cell population could have degraded in the interim time from unit origination to shipment to terumo bct for testing. The device history record was reviewed for this lot. There were no issued noted in the device history record that would have contributed to the elevated white blood cell count as experienced by the customer.

Manufacturer narrative:
Root cause: a definitive root cause for the observed leuko reduction failure remains undetermined at this time. Investigation of the event did not find a conclusive cause for the higher-than-expected wbc content reported in the rbc product for this collection. No system issues were identified and the trima operated as intended based on the data file analysis.

Manufacturer narrative:
Investigation: a red blood cell bag containing product and segmented tubing was returned for investigation. An internal testing is being performed on the returned rbc product to determine the residual wbc count and are awaiting on test results. The run data file was analyzed for this event. The analysis of the run data file did not find a conclusive cause for the higher than expected wbc content reported in red blood cell (rbc) product for this collection. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. It cannot be ruled out that this leuko reduction failure could be the result of an issue with the filter. Investigation is in progress. A follow-up report will be provided.

Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the red blood cell (rbc) product. There was not a transfusion recipient or patient involved at the time of the residual white bloodcell (rwbc) testing, therefore no patient information is reasonably known at the time of the event. (B)(4).